Event description:
It was reported that nurse stated they were tried to rewarm a patient and the arctic sun device did not seemed to be making warm enough water, the patient temperature had not increased. They have been rewarming since around 8:30 am. Nurse stated they have now received alarms that the water temperature had not been controlled. Targeted temperature was 37c, patient temperature was 34.2c, water temperature was 24.7c, rewarm rate 0.3c/hour, water flow rate 2.1 l/min. Nurse provided serial number. Walked nurse through accessing the system diagnostics, heater command was 100 percentage and water reservoir level was 5. Nurse was unsure if anyone had added water during therapy or at the beginning of therapy. Had nurse pause therapy and drain pads. Walked nurse through draining about 500 ml from the right drain port. Walked nurse through placed device in manual control to 40c. After about 5 minutes, water temperature increased to 34c. Walked nurse through disabled manual control. Checked rewarm settings and 'rewarm patient from' was set to 34.8c, nurse adjusted to current patient temperature 34.3c. Rewarm rate is still 0.3c/hr. Nurse asked if they need to increase that. Informed nurse that would be a clinical decision, recommended the check with the provider if they would like to increase the rate of rewarm. Targeted temperature was set to 37c. Nurse resumed therapy. Nurse stated they had a bair hugger on the patient and they were asked if that needs to be removed. Informed nurse counter warming can could help the patient rewarm and was not contraindicated to use while therapy was running. Recommended they consult their protocol or confirm with provider. Informed nurse to monitor patient temperature over the next hour or two to ensure the patient was started to rewarm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated they were tried to rewarm a patient and the arctic sun device did not seemed to be making warm enough water, the patient temperature had not increased. They have been rewarming since around 8:30 am. Nurse stated they have now received alarms that the water temperature had not been controlled. Targeted temperature was 37c, patient temperature was 34.2c, water temperature was 24.7c, rewarm rate 0.3c/hour, water flow rate 2.1 l/min. Nurse provided serial number. Walked nurse through accessing the system diagnostics, heater command was 100 percentage and water reservoir level was 5. Nurse was unsure if anyone had added water during therapy or at the beginning of therapy. Had nurse pause therapy and drain pads. Walked nurse through draining about 500 ml from the right drain port. Walked nurse through placed device in manual control to 40c. After about 5 minutes, water temperature increased to 34c. Walked nurse through disabled manual control. Checked rewarm settings and 'rewarm patient from' was set to 34.8c, nurse adjusted to current patient temperature 34.3c. Rewarm rate is still 0.3c/hr. Nurse asked if they need to increase that. Informed nurse that would be a clinical decision, recommended the check with the provider if they would like to increase the rate of rewarm. Targeted temperature was set to 37c. Nurse resumed therapy. Nurse stated they had a bair hugger on the patient and they were asked if that needs to be removed. Informed nurse counter warming can could help the patient rewarm and was not contraindicated to use while therapy was running. Recommended they consult their protocol or confirm with provider. Informed nurse to monitor patient temperature over the next hour or two to ensure the patient was started to rewarm.